Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump turned on briefly before turning off. The customer reconnected the pump to a power source and the pump turned on. The customer's blood glucose level was 119 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.